Event description:
During a coronary drug eluting stenting treatment procedure there was stent strut damage. When the physician was inserting the 3.00x12mm taxus express2 drug eluting stent into the y adapter it was found that the stent strut was damaged. The procedure was completed with another taxus express2 of the same size. There were no pt complications and the pt is reported as ok.